Event description:
Sales rep reports that the blue locking device was not locking, not "tight" along the catheter. Used on patient without problem or complication.

Manufacturer narrative:
Device not returned.